Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. This issue was identified during patient use at the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 30, 2021 - august 02, 2021. The device was received for evaluation. A visual inspection was performed using the naked which observed fluid inside the housing due to a ruptured bladder. When the bladder ruptured, fluid from the ruptured bladder leaked inside the housing. Therefore, the rupture was the only defect that occurred from the device. The ruptured bladder was examined for signs of abnormality that may have potentially caused the rupture problem. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.